Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with the sensors. It was stated that the sensor was removed and the cannula was not attached. The customer also experienced blood at site, insertion and connection issues. Troubleshooting was declined. The customer's blood glucose value is unknown. The product will not be returned for analysis.